Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be submitted.

Event description:
It was reported during a cardiac catheter ablation procedure, air was aspirated into the sheath. A double transseptal approach was used to gain left heart access. An activated clotting time (act) was drawn from one of the two sheaths w/o incident. The physician was performing the second act from the sheath and when he pulled back with the syringe, the valve did not function properly and air entered the sheath. It is uncertain which sheath the first act was drawn from. The physician removed the sheath and there were no patient consequences.